Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient expired on (B)(6) 2020. Autopsy showed cause of death as tracheovascular fistula and cardiomyopathy. Device was working as intended and will not be returned.

Event description:
Additional information: it was reported that the patient was noted to have transient hemoptysis through his tracheotomy. The hemoptysis did not compromise his airway and his blood pressure and blood work remained stable. The patient was suctioned and placed back on the ventilator. Soon thereafter, patient had no flow going through his left ventricular assist device and advanced cardiac life support was started at 10:05 am and otorhinolaryngology was called to assist with airway management. During the code, massive transfusion protocol was started and intravenous fluids were given. An intraosseous infusion was placed for access and labs. An effective airway was achieved. Advanced cardiac life support was performed for 35 minutes. Extracorporeal membrane oxygenation placement was initiated, but after a discussion with patient's wife decision was made not to continue the code and advanced cardiac life support was terminated at 10:40 am and the patient immediately expired.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate 3 lvas, serial number (B)(6), did not reveal any device-related issues. Furthermore, a direct correlation between heartmate 3 lvas, serial number (B)(6), and the report of tracheovascular fistula and cardiomyopathy resulting in death could not conclusively be established through this evaluation. Analysis of the downloaded log files confirmed low flow events; however, a specific cause for this finding could not be conclusively determined through this evaluation. The pump was returned assembled with the pump cable intact and connected to the modular cable. Approximately 4.5¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the sealed outflow graft bend relief and outflow graft clip connected. The apical cuff was returned secured with the cuff lock engaged. The pump appeared to have been exposed to a fixative agent (e.g. Formaldehyde) post-explant. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed fixed blood, but no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files were retrieved from the returned device. The lvad event log file captured the reported decrease in estimated flow to 0 liters per minute on (B)(6) 2020. There were no other notable findings and the pump appeared to function as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists death as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 1 provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Additionally, this section (under ¿optimal fixed speed¿) outlines how to determine the optimal fixed speed and low speed limit. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the report of tracheovascular fistula and cardiomyopathy could not conclusively be established through this evaluation. The patient expired on (B)(6) 2020. An autopsy was performed that found the cause of death to be tracheovascular fistula secondary to cardiomyopathy. Heartmate 3 lvas, serial number (B)(6), was not explanted for evaluation. The event was not considered to be device related, and it was reported that the device was operating as expected. No further information was provided, and a review of the patient¿s history found no related complaints. The heartmate 3 lvas IFU lists adverse events that may be associated with the use of heartmate 3 lvas. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 ¿introduction¿ of this document lists death as an adverse event that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.